Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the battery used with the heartstart xl was "broken." There is no pt involvement.